Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped however the mr reduction was not satisfactory therefore the decision was made to reposition the clip. The grippers were pulled up and after unlocking the clip, the clip arms were reversed to come back above the mitral valve. Once the clip came back to the left atrium (la), the clip was locked and closed to 120 degrees. The physician changed the clip position by pulling on the stabilizer; however after this small change and during the check of the perpendicularity, the grippers were tested and it was noted that one gripper was not moving. Several attempts were made to raise the gripper however were unsuccessful therefore the cds was removed. One clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue could not be confirmed via returned device analysis. Gripper cover pinched by the harness was observed on bench. The gripper cover was observed to be frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the observed gripper cover getting pinched by harness (irregular appearance) could not be determined. The reported gripper actuation issue appears to be due to the harness pinching the gripper cover. The observed frayed gripper cover appears to be a result of the harness pinching issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.